Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced blurred vision after the implantation of the non-preloaded multifocal lens. However, based on the surgeon's judgment, an exchange was performed during secondary surgery using the same lens model and the same diopter. Following the exchange, the patient reported clear vision and expressed satisfaction with the outcome. No other information was provided.